Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4, d1, d4, g1, h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen area on (B)(6) 2020 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid abdomen area, and was diagnosed with paradoxical adipose hyperplasia.